Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was damage to the blower's ball bearings.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A customer contacted ventec to report that their device would not ventilate. There was no patient involvement.